Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the tip is broken off the conical tap 7mm and has not been returned. The device shows significant signs of wear/usage. The device was manufactured in 2014. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that while removing cement the tip of the renovation conical tap broke off.